Event description:
The customer stated that he performed a normal control test and received a result of 36mg/dl. While troubleshooting, he ran another control test and received a result of 19 mg/dl. The normal control range is 86-115 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.